Manufacturer narrative:
A ge rep evaluated the sys and replaced the image processor. The sys operates as intended.

Event description:
The customer reported, the sys would not display rate settings while in subtraction mode. No pt injury was reported.